Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt reported some glare at night, three and a half months following, bilateral lasik surgery. In a follow up, the optometrist reported that the pt's vision is good, and the glare continues. No further information is expected. There are two medical device reports associated with this event this report is for the left eye.